Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 149 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's bg level lowered to 29 mg/dl. Customer gave a glucose injection and required cardiopulmonary resuscitation by paramedics and was transported to the emergency room (ER). Customer was treated with intravenous fluids of saline while in the ER and was released the same day (B)(6) with no permanent damage, and the issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.